Event description:
Patient called to report a right side burst, pain, hard and red and right side capsulized. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient called to report a right side burst, pain, hard and red and right side capsulized. Device remains implanted.